Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an unexpected outcome eight days post cataract procedure. The patient presented with blurred vision. The patient was given nonsteroidal anti-inflammatory drops, topical steroid drops and antibiotic drops. The patient returned one week later and vision seemed better with the drops but still having some blurred vision. Twelve days later, patient continued to have blurred vision. Nine days later, the patient continues to have blurred vision.

Manufacturer narrative:
Additional information provided. The company clinical applications specialist (cas) reviewed the calculations and images. During the image analysis, a floater and bubble were seen in the fringe pattern and were present for all captures. The captures were adequate and the surgeon was mindful to select aphakic refractions that appeared to be the best quality capture. There was one capture where the balanced salt solution (bss) was squirted on the eye but this was not the refraction selected for the intraocular lens (iol) calculation. The customers reported event was not able to be confirmed. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).